Event description:
It was noted that lead sensing decreased to 1.8mv. Elevated thresholds and intermittent capture was also observed. This event is currently unresolved and the physician plans to re-evaluate the patient in the future. All records indicate that this lead remains actively implanted. Should additional information become available, this event will be updated.